Event description:
It was reported that they removed the arctic sun device from the patient because it was giving low flow. They changed the pads, tried to fill the reservoir but it would not fill, and disconnected or reconnected the pads. When all pads were connected you could not see any water movement. They left just one pad on and could see water moving but could hear air. Therapy was currently being delivered successfully with the new device. Nurse powered device back on and enabled manual mode. With only the fluid delivery line (fdl) attached flow rate (fr) was 1.5lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 42 percentage, system hours were 2714.3 and pump hours were 1.3. Explained that the device seems to be okay, but to send to biomed for inspection just in case. They have another device available should another patient come in. If this device was needed call back and we can try to troubleshoot while it was on the patient. Per follow up information received via task on 18jun2026, spoke with charge nurse who confirmed the device was working fine. The biomed had checked the device while still on the unit and could not find any issues with it after running a check and was not sure what had happened while it was attached to the patient because the nurse was not working that shift.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.